Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a time/date issue. The pump had an incorrect date and the time froze at 11:57pm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 9/30/2013 with the following findings: visual inspection of the pump showed some cosmetic defects. A review of the pump history showed that the total daily dose history was incongruent, with dates changing from (B)(6) 2013. Due to the continue usage of the pump, it was unable to determine if the change was manual. Investigation revealed that the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.